Event description:
Reporter calling, stating that one week after receiving her breast implants she began having problems. She first noticed a "chemical odor" from her armpits and as time went on she began having skin problems, cystic acne, hormone imbalance problems, insomnia, chronic fatigue, cognitive problems and difficulty concentrating during basic conversations. As time continued, was no longer able to work due to fatigue and also experienced increased alcohol intolerance even after a single drink. In 2020-2021, emotional problems and depression persisted with occasional suicidal thoughts. Shortly before explanting, reporter states she was diagnosed with a mrsa (methicillin-resistant staphylococcus aureus) infection in her armpits as a result of chemical toxins leaking from her lymph nodes. Reporter states "I was infected and days away from dying." Reporter was diagnosed with hypoxia and adrenal fatigue due to the amount of toxins in her body. Since explanting, reporter states she now struggles with ptsd (post-traumatic stress disorder) because "my entire body is wrecked." Reporter states she was not warned of the potential for problems like she has experienced in regards to breast implants. She states that if she was aware of the potential for these problems, she never would have had them implanted to begin with. Reference report: mw5115490.